Event description:
It was reported that a physician performed a novasure endometrial ablation and encountered three unsuccessful cavity integrity assessment (cia) tests. A hysteroscopy was performed that revealed a uterine perforation. A laparoscopy was performed and "confirmed [the] perforation". The procedure was aborted and the "pt was discharged fine". We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. If additional relevant information si received or device evaluation completed, a supplemental medwatch will be filed.